Event description:
An endurant stent graft system was implanted used in the patient for the endovascular treatment of a 65mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 23mm and the diameter of the aneurysm entry is 28mm. Proximal neck length by centerline is 35mm. The right common iliac is 14mm in diameter and 35mm in length. The left common iliac is 15mm in diameter and 48mm in length. During the index procedure the final angiography confirmed occlusion of the left renal artery. The bifurcated main body was delivered accurately and did not cover the renal artery. The physician attempted to implant another manufacturer stent; however, the physician had insertion difficulties and decided to abandon the attempt and complete the procedure. The physician noted that during touch up a dissection occurred; therefore, the dissection occluded the renal artery. Patient has been suffering from renal function; therefore, the physician decided to continue to monitor the patient. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).